Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittently, the pump did not deliver boluses as intended. Reportedly, the pump housing was cracked. Customer alleged housing being cracked contributed to the boluses not being delivered accurately. Customer's blood glucose (bg) was 300mg/dl. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Although requested, the customer did not upload the pump data for tandem technical support to perform a review to determine a possible cause. Reportedly the customer continued to use the pump for insulin therapy.